Event description:
FDA voluntary medical device recall. There is a potential for a breach in sterility which may result in non-sterile product. The potential harm is a patient infection . In addition there is potential for the pump to under-infuse medication to the patient. The potential harms associated with this failure are that the patient may experience pain and may require a prescription of pain medication and/or the pump replaced. Instructions from manufacturer were to destroy recalled product. Verify lot number on product label matches affected lot number. We had 5 devices lot# 9040887401. Deface label on outer packaging by marking it as recalled product. Open sterile pack. Dispose of introducer needle (if present) in a sharps container. Dispose of pump, catheter and remaining items according to local regulations. All 5 medical devices in stock were destroyed and disposed. Diagnosis: pain management.